Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.

Event description:
As per strykeractive (B)(6) complaint patient had a hip replacement on (B)(6)-2015 (stryker size 4 accolade) which dislocated on (B)(6)-2015 when the patient was going to the bathroom. Patient states she had staph infection which required the draining at the incision. Patient has swelling in groin area, extreme pain in right leg, fatigue, headaches, and popping/cracking of device.